Event description:
Implant failed due to loss of osseointegration. The initial report did not have the correct awareness date documented, the correct awareness date is provided in this follow-up report.

Event description:
Implant failed due to loss of osseointegration.